Event description:
Event description guidant received info that this implantable cardioverter defibrillator (ICD) displayed an error message indicating a 'possible device malfunction'. The error was able to be successfully cleared and the device retained all of its programmed parameters following the observed error message. However, the physician elected to explant this device and replace it with a new guidant ICD. Two weeks following this procedure, info reported to guidant confirmed tha the pt passed away due to causes unrelated to the function of the device.